Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed that the system was not turning on. The fse analyzed the system log file and replaced the x-ray pc and suite pc and reloaded the software, but the issue persisted. Upon further troubleshooting, the fse suspected an issue with the trump interface box and gib (geo io box). Review of the system log file showed multiple warnings and errors. The fse found that there were communication errors coming from the table that were interfering with system ability to communicate with the different components necessary for the system to function. The fse restored software, user settings and database. The fse also replaced the trumpf interface box, hard disk spare parts, pdu (power distribution unit) control module, ssd data haswell, x-ray pc, ssd os haswell, cisco cbs350-24t-4g managed switch dvi and suite pc. The defective pdu control module, 2 x-ray pcs, suite pc were returned to philips for further analysis. The cause of the parts failure could not be conclusively determined by the supplier's part analysis, however, after the necessary replacements by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.